Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, kiel germany suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
After the surgeon turned the compression screw tight, the hexagon tip of the screwdriver twisted. This event did not cause an adverse consequence to the pt or a surgical delay.